Event description:
"Some seals did seem to disintergrate at one time, but this is no longer a problem. All inventory has been used up." Per user facility. The person in the workroom saw the safety seal disintergrating approximately 6 months to 1 year ago. Not sure when it was noticed, but thought probably after the procedure was completed.